Event description:
Device was delivering critical drug on channel c. Reporter saw error code 403 on both channels b and c. Channel b had previously been put in standby but channel c stopped infusing. Patient's blood pressure dropped while replacement pump was being obtained/setup.====================== health professional's impression======================did not confirm reported error code but code e321 logged in both channel b and c at time of occurrence. The code is charging circuit time out. No other codes. Charged pump overnight and ran until low battery. Ok. Repeated. Verified operation of ac receptacles in room. Ok. Likely intermittent problem with psu.